Event description:
The customer reported the system's images were mixed when printing. No report of patient injuries.

Manufacturer narrative:
A ge service representative performed an on site investigation. The hard drive was replaced. The system was then found to be working as intended.